Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01623. This report is being submitted as additional information. Reference MFR report # 2916596-2018-00622 for the report of the patient's previous infection. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. Manufacturer's investigation conclusion: a specific cause for the reported bacteremia could not be determined through this evaluation. System controller and lvad log files from the time of the reported event were submitted, which cumulatively contained data from 30mar2018 ¿ 09apr2018 and appeared to show the device operating as intended with stable pump parameters. No atypical alarms or events were captured and the actual motor speed remained above the low speed limit for the duration of the log file data. The patient remains ongoing on the device and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was experiencing rigors while labs were drawn. The patient started to experience chills, clinched teeth and lethargy. During this event, patient never lost consciousness and recalls what happened. Per neurology evaluation, patient was febrile (104 f) and neurologic exam showed no focality. Head CT on (B)(6) 2018 revealed no acute intracranial abnormality with low suspicion for vascular event. On (B)(6) 2018, blood cultures grew gram-negative rods (proteus mirabilis) and bacteremia was confirmed. It was reported that the most likely source was driveline given known prior infection (complaint (B)(4)). Patient was placed on antibiotics. No additional information was provided.